Manufacturer narrative:
Insulin pump passed operating current, unexpected restart error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to prime alarm. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the device fell due to broken belt clip. Customer's blood glucose was unknown. Customer mentioned that a piece at the bottom of the device came off and customer pushed it back in. Piston would not touch the reservoir during rewind. Device alarmed compromised force sensor system alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.